Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that single use distal cover fell off from the duodenovideoscope and into the patient and was not retrieved during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal cover is rounded with no sharp and irregular edges per instruction for use and since it occurred during an endoscopic retrograde cholangiopancreatography (ercp), it is likely in the gi tract and will pass naturally. At this time, there is no evidence that a life-threatening event occurred, that the patient developed a permanent disability or permanent damage that caused substantial disruption in their state of heath, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the distal cover overlapped the hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the device and easy to come off. The event can be detected/prevented by following the instructions for use (IFU) sections: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.